Event description:
It was reported that during a clinical trial procedure, the product was deemed too short for the patient. The product was opened and draped across the patient. A longer (60 cm) extension was used. There was no complaint with the product. There were no patient injuries.

Manufacturer narrative:
(B)(4). Device analysis showed that the extension body was bent, near the molded rubber, out of the box (new). The extension was electrically ok.